Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, when on antrum of stomach, there was poor staple formation and the staple line was incomplete distally. Another reload was used to fix the staple line and the case was completed. There was no patient injury.